Manufacturer narrative:
Age at time of event 18 years or older.device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The patient presented due to acute myocardial infarction. The 100% stenosed target lesion was located in a calcified and moderately tortuous left anterior descending artery. Vacuuming of the thrombosis was performed then pre dilation was performed with an unknown manufacturer's balloon catheter. Intravascular ultrasound was performed then a 3.0/28mm promus element was deployed in the target lesion. Intravascular ultrasound was performed. A nc quantum apex mr 15mm x 3.25mm balloon catheter ruptured at 14 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.